Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported a broken power button on the evis exera iii video system center. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with olympus technical assistance center (tac) via the phone, the customer reported they opened the case of the video system and internal wires were exposed. Tac advised the customer the video system would need to be returned for repair. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.